Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Motor passed the motor test and no motor error alarm noted.

Event description:
Customer's mother reported hospitalization due to high blood glucose. Caller stated that the insulin pump did not alarm no delivery and motor error alarm. The insulin pump did not pass the high pressure test. Nothing further reported.